Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer did not perform the air removal step during the load sequence and loaded cold insulin into the pump. The customer was educated on proper load techniques and steps. Customer changed pump supplies to address the issue. Reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Manual insulin injections were administered to address bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide indicates, "make sure that insulin is at room temperature before filling the cartridge."